Event description:
Additional information stated the patients symptoms were a loss of stimulation. The patient was implanted with a new implantable ne urostimulator (ins). It was stated the patient received better therapy with the new ins.

Event description:
It was reported that a patient had the power-on-reset (por) message on the programmer. It was unknown how long the patient had been without stimulation. It was noted that the implantable neurostimulator (ins) was near end-of-life (eol). The battery level was 2.56v, but it was unknown how long the battery had been in the por state. Troubleshooting was limited. The company representative was going to see the patient. It was also reported that the impedance values were greater the 4,000 ohms on some of the bipolar pairs. The reported noted seeing question marks (???) In the results. Further information has been requested. If more information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: neu_unknown_lead, product type: lead. (B)(4).